Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 188 mg/dl. The customer stated that there is insulin on piston inside reservoir compartment and the leak past 2nd o-ring. The customer stated there is air bubbles in the reservoir. The customer was advised that air bubbles expand during the filling process. The customer will return the reservoir for analysis. The customer was advised that we will replace set. The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 188 mg/dl. The customer stated that there is too many air bubbles in pump and was assisted in set change.